Event description:
It was reported that the patient underwent an explant of the entire spinal cord stimulator (scs) due to a suspected infection at the implantable pulse generator (ipg) site. The patient was bedridden and showed signs of impaired consciousness and multiple chemical sensitivities (mcs) and a pressure ulcer above the buttock at the ipg site. The patient was prescribed antibiotics and will continue to be monitored by their physician. The devices will not be returned for analysis as they were disposed of by the facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7082981. Product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7083327. Product family: scs-lead fixation upn: m365sc43180, model: sc-4318, serial: n/a, batch: 29783155.